Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: evidence of moisture ingress was found on the inside of the battery compartment and underside of the returned battery cap. The pump passed a leak test. The pump case was removed, and no further evidence of moisture ingress was found. The display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of moisture ingress and a dim and discolored display screen visual. This report is made based on results of investigation completed on (B)(6) 2015.